Manufacturer narrative:
The device was not returned; however, the device logs were provided to technical support for evaluation. The device log review confirmed the occurrence of the reported alarms. Screenshots of the o2 gas path test were also provided for evaluation which indicated the issue is consistent with a defective inspiratory block. Technical support recommended replacement of the inspiratory block to resolve the reported issue.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that before use, the device was experiencing issues with no o2 dosing possible. Complainant indicated that there was no patient involvement in the reported issue.